Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage. The customer's blood glucose level was unknown. The customer stated that plastic ring at the top of the opening where the reservoir placed had become loose and did not stay in place. The insulin pump will not be returned for the analysis.